Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used in 2007 (patient gender, age and weight are unknown). According to the complainant, during the procedure, the balloon burst upon inflation in the esophagus, no part of the device broke off. The physician successfully completed the procedure with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
The lot number of the c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter is not known; therefore, the device manufacture date and expiration date cannot be determined. According to the complainant, the device was disposed of and is not available for return. Therefore, a failure analysis cannot be performed; the cause of the reported malfunction is undetermined. Device discarded.